Event description:
"The initial guidewire advanced into the vein seperated leaving a small fragment in the perivenous soft tissues. I attempted briefly to retrieve this under fluoroscopic guidance but this was not readily done and the attempt was quickly abandoned. The small wire fragment was grasped with a hemostat as deep under the subcutaneous tissues as possible and pulled, and rather than being released from the tissues, it separated again, leaving a small fragment deep in the soft tissues but not within the vein. This fragment, having been introduced under sterile conditions, should not cause any problems and can likely remain in the arm without further manipulations."